Manufacturer narrative:
(B)(4).

Event description:
It was reported increased pacing lead impedance and high capture threshold were observed. Cxr was completed and the impedance alert setting was reprogrammed. The patient returned a month later for repeated inadequate threshold and increased impedance measurement. Therapies were disabled to avoid inappropriate shocks. The patient was transferred to another hospital for lead replacement in (B)(6). The patient condition is not stable.

Event description:
New information received states the lead was capped and abandoned. The patient was stable during and following procedure.